Event description:
The pt presented to the clinic in withdrawal. Symptoms included nausea, vomiting, diarrhea, flu-like symptoms, paresthesias, and increased pain. The pump was used to deliver morphine or dilaudid. The pump was stalled, as confirmed in the event logs with no motor stall recovery recorded. The pump was replaced. Afterward, the pt was doing 'much better.'

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.